Event description:
It was initially reported that the pt was admitted to a hospital. It was later reported that the pt experienced baclofen withdrawal; and the pt was hypertensive and tachycardiac. An x-ray performed on (B)(6) 2011 revealed the catheter tip had migrated from c4 to c7. The side port could not be aspirated on (B)(6) 2011. A surgical revision procedure was performed. The pt's outcome was indicated as resolved without sequelae on (B)(6) 2011. The pump contained compounded baclofen, fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an intraoperative reservoir volume discrepancy was noted. The expected reservoir volume (erv) was 19.7 ml and the actual reservoir volume (arv) was 23 ml. During the surgical revision a catheter kink was observed. It was noted the "severe" symptoms resulted in in-patient hospitalization.